Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient experienced a "tingling sensation" above his waist line. The company representative met with the patient to troubleshoot the device. Every time amplitude changes were made and no matter where the lead was programmed the tingling sensation was felt. It was not in the pocket area. With movement the tingling feeling became stronger like "needle pricks". The sensation went away when the stimulation was off. The current impedance measurements were normal. The reported issues started following implant. The patient had mentioned these issues at follow-up following implant and the patient was told that it would be monitored to see if things change over time but it was not getting better. Additional information received from the manufacturer representative reported that impedance testing and x-rays were done and they were all normal. Reprogramming was also done. No malfunctions were seen and the cause is unknown. No surgical revision was planned and the patient was doing okay. The patient was waiting to see if the problem would resolve on its own. The problem has not gotten any worse since he first noticed it. Additional information received from the consumer via the manufacturer representative reported that the patient had an uncomfortable tingling sensation at the site where the extensions hook into the leads. The patient noticed this after implant and chose to wait to see if the problem resolved itself, but it had only gotten worse. Impedances were greater than 10000 on contacts 0, 1, 6, 7, 8 and 11. The patient reported uncomfortable stimulation in his side at the extension site and programming was done. The extensions were removed and the battery site was moved to his flank. The indication for use was spinal pain. If additional information is received a follow-up report will be done.